Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: early seroma, extrusion.

Event description:
Colombia. Allegedly, a patient presented with an extensive seroma that resulted in wound dehiscence and bilateral implant exposure. (Sn: (B)(6).